Event description:
It was reported that during a clinic follow-up, the device was found to have exhibited intermittent r-wave undersensing. No intervention was made at this time. The patient was in stable condition.